Event description:
The reporter contacted animas to report that the keypad buttons were intermittently activating the desired pump functions. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump was returned to animas for evaluation and device evaluation was completed on 09/30/2011. The keypad appeared to be intact; however, all buttons were intermittently responding to user inputs and sticking when pressed during testing and there was evidence of contamination under the all key contacts.